Manufacturer narrative:
Submit date: 2/13/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported: they received two different packs with a miscount of gauze within the bundles. In the first bundle they received eight each instead of ten each, while the second bundle contained nine each instead of ten each.

Manufacturer narrative:
The customer reported: they received two different packs with a miscount of gauze within the bundles. In the first bundle they received eight each instead of ten each, while the second bundle contained nine each instead of ten each. Two (2) samples were received for evaluation, along with photographic evidence. After visual inspection and counting examination, it was confirmed that sponges were missing from both batches as reported. A review of the device history record was unable to be performed as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. The probable root cause is determined to be: at the time of production the sponges, depending on the size of the sponge, extra movement is performed by rotating the sponges prior to banding. This could aide in the loss of sponges. Due to the lack of a lot number, locating the specific time frame the lot was made, could not be determined. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, complaint reports are sent to focus factory personnel, summarizing the latest events reported by the customer. The reported complaint was confirmed. The returned product did not meet quality release specifications. If information is provided in the future, a supplemental report will be issued.